Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Biomed was unable to confirm if nurses had device plugged into a bed. Had them power on device and per event log there was multiple alert 45 ac power loss. Transferred for additional assistance. Sn #(B)(6). Per review of wo on 02apr2025, requested csv file to review and saw they received alert 01 and 02 during use, they were running a functional check, in bypass flow rate (fr) was 1.8, inlet pressure (ip) was 7.0 59 percentage, with shunt 3.5 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 100 percentage. Per follow up information received via phone on (B)(6) 2025, spoke with biomed who could not confirm what unit the device came from. They had completed multiple functional checks with biomed, and it ran without issue. They stated both the low flow and power problems were likely nurse use issues because the device did not present with problems. Device was returned to service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurse reported the arctic sun device continued to shut off. Per additional information received via ttm report, biomed stated floor reports device kept powering off during therapy. Biomed was unable to confirm if nurses had device plugged into a bed. Had them power on device and per event log there was multiple alert 45 ac power loss. Transferred for additional assistance. Sn #(B)(6). Per review of wo on 02apr2025, requested csv file to review and saw they received alert 01 and 02 during use, they were running a functional check, in bypass flow rate (fr) was 1.8, inlet pressure (ip) was 7.0 59 percentage, with shunt 3.5 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 100 percentage. Per follow up information received via phone on (B)(6) 2025, spoke with biomed who could not confirm what unit the device came from. They had completed multiple functional checks with biomed, and it ran without issue. They stated both the low flow and power problems were likely nurse use issues because the device did not present with problems. Device was returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurse reported the arctic sun device continued to shut off. Per additional information received via ttm report, biomed stated floor reports device kept powering off during therapy. Biomed was unable to confirm if nurses had device plugged into a bed. Had them power on device and per event log there was multiple alert 45 ac power loss. Transferred for additional assistance. Sn #(B)(6). Per review of wo on 02apr2025, requested csv file to review and saw they received alert 01 and 02 during use, they were running a functional check, in bypass flow rate (fr) was 1.8, inlet pressure (ip) was 7.0 59 percentage, with shunt 3.5 lpm, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 100 percentage.